Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in emergency room after receiving hv therapy for true vt, inappropriate antitachycardia pacing therapy for supraventricular tachycardia was observed. Patient was not taking medications few days before ER visit. Programming changes were made. Patient will continue to be followed-up.